Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. Concomitant product:s implantable tachy lead, implanted: (B)(6) 2006, 407652 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from a funeral home with little information. Information identified in the manufacture¿s database/paperwork indicated the patient died approximately 7 months post implant of the ipg system. The cause of death was reported as: respiratory arrest, sepsis of unknown organisms, coronary artery disease and chronic obstructive pulmonary disease. Further follow up did not yet yield any additional relevant information regarding the event.

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis of the returned device indicated normal battery depletion.